Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that at implant the stylet was not able to be advanced through the lead. Additionally the lead helix was not able to be extended or retracted and lead fracture was suspected. The physician completed the procedure with a different lead. There were no patient consequences.

Manufacturer narrative:
The reported events of unable to advance stylet and helix mechanism issue were confirmed, the event of lead fracture was not confirmed. As received, a complete lead was returned in one piece with a stylet found inserted inside. The damage found was sustained during procedure. The lead was otherwise normal.